Event description:
It was reported that a stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous middle left anterior descending (lad) artery. After the lesion was dilated, ivus was performed. The physician attempted to deploy a 2.50x16mm promus element plus stent delivery system (sds) but unable to cross after several attempts. The device was exchanged with a 3.00x16mm promus element plus sds. It was advanced to the lesion but still did not cross after several attempts. When the physician attempted to remove the stent from the patient, the stent got dislodged in the guiding catheter. The guiding catheter was removed together with the stent. The procedure was not completed due to device unavailable. No patient complications reported. The patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the catheter and was not returned. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped, however at the proximal side the balloon appeared to have been subjected to a small positive pressure. If this occurred prior to detachment of the stent, it would have caused the stent to expand slightly, making the stent more prone to catching inside or on the tip of the guide catheter upon withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous middle left anterior descending (lad) artery. After the lesion was dilated, ivus was performed. The physician attempted to deploy a 2.50x16mm promus element¿ plus stent delivery system (sds) but unable to cross after several attempts. The device was exchanged with a 3.00x16mm promus element¿ plus sds. It was advanced to the lesion but still did not cross after several attempts. When the physician attempted to remove the stent from the patient, the stent got dislodged in the guiding catheter. The guiding catheter was removed together with the stent. The procedure was not completed due to device unavailable. No patient complications reported. The patient's status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).